Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the right atrial and right ventricular channels. No pacing inhibition was noted. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.